Manufacturer narrative:
Average age of patient cohort. Majority gender of patient cohort. Event date is literature article accepted date catheter-directed thrombolysis vs. Pharmacomechanical thrombectomy for upper extremity deep venous thrombosis: cost-effectiveness analysis annals of vascular surgery (2018), doi: 10.1016/j.avsg.2018.01.104 if information is provided in the future, a supplemental report will be issued.

Event description:
This study compares the immediate and one year results of both catheter-directed thrombolysis (cdt) and pharmacomechanical thrombolysis (pmt) in the treatment of symptamatic upper extremity deep vein thrombosis. Between 2006 and 2013, 55 patients with upper extremity deep vein thrombosis were treated with either cdt or pmt. Of them, 43 underwent thoracoscopic rib resection later in order to relieve phlebography-confirmed vein compression. This patient cohort was prospectively followed up with repeated phlebographies. Cdt was performed on 24 patients and 19 had pmt with trellis devices. Follow up information was collected for this patient cohort and summarised in the article. There were no significant differences between the two treatment groups. There were no procedure-related complications and the overall technical success rate was 100% in the pmt (trellis) group. Eight patients from the pmt group underwent balloon angioplasty due to moderate or stenosis remaining after treatment. Within the pmt (trellis) group, complete lysis was achieved in 90% of cases, and partial lysis in 11% of cases; 0% unsatisfactory lysis was reported. The level of occlusion after trellis treatment was 0% while remaining stenosis ranged from <(><<)>20 to >50 %. At the one year follow up, good flow with no lesion/stenosis was seen in 90% of the pmt group, with moderate stenosis seen in 5% and occlusion seen in the final 5%. Balloon angioplasty was carried out in 53% of pmt treated patients due to stenosis or occlusion associated persistent symptoms.